Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator not delivering breath. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator not delivering breath. There was no harm or injury reported. The device has returned to the manufacturer for evaluation, and the complaint was not confirmed. During evaluation, device failed a test step for dpi purge valve test, and a faulty sensor board or active exhalation valve was found. The devices sensor board, sensor board cable and active exhalation valve were replaced to address the issue. The device passed final test. Additionally, there was evidence of contamination.